Manufacturer narrative:
The balloon was returned with the inflation lumen severely occluded with contrast. After attempts to clear the lumen were unsuccessful the balloon was cut off the shaft. The balloon was pressurized with no leaks or pressure loss noted. The inflation notch was measured and found to be within product specification. During pressurization the inner membrane appeared to be bowing up into the inflation notch. Quality engineering has determined that several factors can contribute to prolonged deflation times. Inflation notch geometry, balloon wing folds, thin lumen and septum walls, and inner member bowing. All of these areas may contribute to occluding the inflation lumen. Engineering has concluded that no corrective action is warranted at this time as this is a low level failure. Quality assurance continues to monitor the device for this type of complaint. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that while post dilating a stent the balloon would not deflate. The balloon was removed while still inflated. No pt injury was reported associated with this event.